Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to recharge the ipg. A replacement charger was sent to the pt, but did not resolve the issue. The sjm rep met with the pt and determined the ipg would not communicate with external devices. It was reported surgical intervention may be undertaken at a later date to address the issue.